Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the insulin pump has alarmed motor error several times during the day. The customer's blood glucose reading was 500 mg/dl and is currently 181 mg/dl. The customer also indicated that the drive support cap is slightly damaged. The customer was advised that the pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was received with currents within specifications. The insulin pump had minor scratched lcd window, cracked near the display window corners, cracked battery tube threads and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.